Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the lens optic torn into two pieces. Corrected data: d10: device available for evaluation/returned to manufacturer: (B)(6) 2020. Claim # (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
A cq2015a collamer three piece lens, +22.0 diopter, was received by the manufacturer damaged. The reporter indicated the lens was opened and not used. There was no patient contact or injury. They decided to use a different model lens prior to insertion. The reporter indicated the cause of the lens damage was unknown.